Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement procedure due to eri, externalized conductors were observed by fluoroscopy. Lead was capped and replaced on (B)(6) 2016. There were no complications during the procedure and the patient was discharged in good condition.